Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). During the kissing balloon procedure, a 1.50mm x 15mm emerge balloon catheter was advanced for dilatation, however, the balloon burst and the tip protector was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was tip damage to the device. A pinhole was found to the balloon, located at the proximal end of the markerband.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). During the kissing balloon procedure, a 1.50mm x 15mm emerge balloon catheter was advanced for dilatation, however, the balloon burst and the tip protector was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.